Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a parastomal hernia. It was reported that after implant, the patient experienced hernia, abscess, infection, purulent material, and adhesions. Post-operative patient treatment included hernia repair with resite of stoma, explantation of mesh/tacks, drainage and excision of abscess, admission to hospital, abscess cavity excised, and colostomy cleared from adhesions.